Manufacturer narrative:
The customer¿s report of the pca set leaking was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.582 inches long. The luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The root cause of the crack was a combination of contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Manufacturer narrative:
Customer medwatch number was not provided. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an unspecified pca was leaking at the port that connects to the primary tubing. There was no leaking noted when the pca was initiated however when arrival to the floor leaking was observed. Although requested there is no other patient event details provided. Received a copy of the customer's medsun report from the FDA which states; pca started post op, no leaking noted on arrival to the floor. Pca tubing leaking at the port that connects to the primary tubing, primary and pca tubing exchanged.